Event description:
It was reported before use the bd tube k2edta plh 13x75 4.0 mlbl lav cn there was discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: "before collecting blood from the patient, it was found that the additive in the blood collection tube crystallized at the bottom of the tube, so it was discarded. It was replaced with another one, and no serious injury was caused because it was discovered in time."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-03-06. Investigation summary: bd received 1 sample and 1 photo from the customer for investigation. The photo and sample were evaluated by visual examination and the indicated failure mode for additive abnormality with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of additive abnormality was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported before use the bd tube k2edta plh 13x75 4.0 mlbl lav cn there was discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: "before collecting blood from the patient, it was found that the additive in the blood collection tube crystallized at the bottom of the tube, so it was discarded. It was replaced with another one, and no serious injury was caused because it was discovered in time."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.